Event description:
Event description cpi received information that the atrial impedance of this implantable cardioverter defibrillator (ICD) had increased and was now measuring >3000 ohms. A loss of capture was also observed.

Event description:
Cpi received add'l info that the pt is pacemaker dependent in the ventricle. In july of 1999, cpi received info that this ICD was removed and replaced.